Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured as soon as it was inserted. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured as soon as it was inserted. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on the hypotube shaft identified a kink 23.2cm distal to the distal end of the strain relief. A detailed microscopic examination of the balloon material identified a balloon tear/rupture at 1mm proximal to the proximal markerband. The shaft polymer extrusion profile identified no issues with the outer/ mid-shaft sections or the inner lumen of the device, and the distal tip showed no signs of damage.